Event description:
Reporter indicated a vns therapy patient began having seizures in recovery post prophylactic generator replacement surgery. The patient's pre-vns baseline is unknown. The patient was taken to ICU as a result of the seizures. All diagnostic tests were within normal limits before and after the battery replacement. Good faith attempts to obtain additional information have been unsuccessful to date.